Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise, potentially related to the sense b node. Drops in amplitude morphology measurements was also observed. Testing of the system was able to reproduce noise. The patient has been hospitalized and a revision procedure is being planned. For now, the s-ICD remains in service and there have been no adverse patient effects reported. This event will be updated once a revision procedure is performed.